Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: scope mount corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scratches like water droplets was caused by an imaging failure. The cause of the imaging failure could not be identified based on the information obtained from this complaint and the investigation results. The cause of the scope mount corrosion could not be identified based on the information obtained from this complaint and the results of the investigation. A review of the device history record- DHR found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had water drop-like scratches reflected on the image. The issue was found during pre-use inspection for a therapeutic carpal tunnel syndrome procedure which was completed with the same set of equipment. There were no reports of patient harm associated with the event.